Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. It was noted that the patient was undergoing surgery on the event date. The rv lead remains in use. No patient complications have been reported as a result of this event.